Event description:
They reported: catheter broken at 10 cm close to the bifurcation. Catheter removed, no serious problems for the pt reported. This event resulted in a prolonged hospital stay but did not result in long-term injury to the pt. The catheter was not broken into two pieces and did not embolize. The break site was 10cm from the bifurcation and was in the vasculature. No response from facility as to why extended hospitalization was required.

Manufacturer narrative:
This complaint of a subcutaneous leak in the catheter is confirmed. The product implicated and returned for evaluation is a 4 fr s/l power PICC solo catheter. During functional testing a spraying leak was observed emanating from the catheter. The leak site is located between the 7 and 8 cm depth marker. The split in the tubing is longitudinal. A cross sectional view of the split site reveals a dull granular veneer. The leak site is < 0.3 inches in length. The split edges are sharp and traverse in a straight line. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.